Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: calcification white inside of the surface of the shell, opening, crease flat. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified opening sharp in the radius with non-penetrating nicks around the opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the device an unidentified (tear) opening and non-penetrating nicks around the opening.